Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the tubing which connects to the reagent probe a collar wash was split and nearly falling off. The fse performed repairs by cutting off the broken portion of the tubing and reconnecting it onto the collar wash connector which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was liquid which had leaked under the cc (cartridge chemistry) reagent probe a collar wash of the unicel dxc 600i synchron access clinical system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.